Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported event cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. While it was unknown which of the two procedures performed by the console surgeon on system (B)(4) on (B)(4) 2020 were involved with this event, two system error log reviews and two instrument log reviews were conducted. In both procedures, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case have been used in subsequent procedures and, at this time, a site history search shows no complaints filed against the instruments. There is no indication or evidence that the issue described by the customer would reflect a reportable failure of the product. There were no reported system or instrument issues during the initial da vinci-assisted procedure and review of system in instrument logs found no related system or instrument issues. However, the follow-up general surgeon allegedly concluded that the first da vinci surgeon had perforated the patient¿s bowel during the da vinci procedure which resulted in a bowel perforation, later causing stool to leak into the patient¿s abdomen. At this time, there was a post-operative complication that required medical intervention and the root cause of the reported issue and post-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. (B)(4).

Event description:
It was initially reported that after a da vinci-assisted surgical procedure on an unknown date, the patient presented with complications upon follow-up with another doctor on an unknown date. The follow-up doctor pressed on the patient's abdomen and noticed stool coming from the patient port location. The second doctor allegedly concluded that the first surgeon had perforated the patients bowel during the procedure, causing stool to leak into the patient¿s abdomen. The reporter was unsure if another procedure had occurred to correct the issue. Current status of the patient was reported as stable. The procedure was completed with no reported injury. On 04-feb-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a da vinci-assisted hysterectomy with bladder sling procedure was performed on (B)(6) 2020 without any known incident or event, there was a report of complications. There were no system error messages or issues with any instruments during the da vinci-assisted procedure. There was no additional or unexpected bleeding. There were no known issues with any instruments and no fragment fall inside the patient. The da vinci-assisted procedure completed with no report of patient injury. The patient was discharged home without any known complications. At a later unknown date, the patient went to see a general surgeon for a follow-up visit. This is when the general surgeon observed, ¿stool pouring out of the port site; out of the port from the da vinci procedure¿ and the general surgeon allegedly concluded that the first da vinci surgeon had perforated the patient¿s bowel during the da vinci procedure which resulted in stool later leaking into the patient¿s abdomen. The amount and consistency of the drainage was unknown. A second, open, procedure was performed by the follow-up general surgeon. No contact information was known. It was reported that the general surgeon repaired the bowel and removed the bladder sling during the second open procedure but it was unknown how the bowel perforation was repaired. It was reported that a follow-up third procedure may be required if the patient elects to have a bladder sling procedure performed again. The patient¿s current status was reported as stable. Isi has reached out to the surgeon who performed the da vinci procedure, by phone and by email, to obtain additional information but has not yet received a response.